Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's high blood glucose levels and emergency room visit. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's mother reported her daughter was swimming when the pod fell off. The patient experienced high blood glucose levels as a result and had to go to the emergency room. The pod was discarded and no further information could be obtained as the patient's mother refused to provide additional details regarding the event.